Manufacturer narrative:
Data analysis: the console logs from the reported day of the event align with the complaint reported. It was noted that the issue associated with the complaint began on (B)(6) 2025. During this period, the pump was connected and within few seconds an error message was recorded: "eeprom problems while reading calibration data." This triggered the "impella defective (error reading eeprom)" alarm (#3). Following this, the pump was disconnected and reconnected multiple times, but the same alarm was repeatedly triggered. Ultimately, the aic was forcefully shut down because it was unable to detect that the pump had been disconnected. Additionally, the console was powered on multiple times on (B)(6) 2025, yet the alarm persisted and never resolved. Device analysis: the console (B)(4) was returned to field service for further investigation. During testing, the console displayed an "impella defective" alarm and the reported error was successfully reproduced. The console was unable to detect the pump and could not shut down properly, necessitating a forced shutdown. Further analysis revealed that the impellatronic pca was defective, causing communication issues within the console. After replacing the faulty impellatronic pca with a known good unit, the console was able to detect the pump correctly. The aic was then tested using a known good pump and purge cassette, and no issues were identified. Additionally, no power supply interruptions were detected between the pbm and the replaced impellatronic pca. The batteries were also inspected and found to be in good condition, with no issues observed. Root cause: the root cause for the impella defective (error reading eeprom) - alarm # 3 was due to an impellatronic pca malfunction. No issues were found with the reported fm of aic - shutdown or restart issue.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported during training, the automated impella controller (aic) triggered an alarm, and the aic was unable to shut down. The alarm message displayed defective device. However, the impella pump was still connected. A hard shut down of the aic was performed. There was no patient involvement at the time of the event.